Event description:
It was reported that signal loss occurred. On (B)(6) 2024, the patient experienced a signal loss a couple of times for just a few minutes and then it reconnects again. The continuous glucose monitor (cgm) reading was 188 mg/dl or 128 mg/dl. The patient experienced a headache the entire day and then he experienced a seizure on 08/10/2024 at 6 am. His mother called 911, and paramedics transported him to the hospital. He woke up the next day and could not remember what time he woke up. At the hospital they took a blood glucose (bg) reading, but no value was reported. The patient was treated with levetiracetam 500 mg (2 tablets, twice a day), divalproex 250 mg (2 tablets, twice a day), and lacosamide 200 mg (twice a day). The patient stayed in the hospital for 2 days and was discharged on (B)(6) 2024. At the time of the report the patient recovered and felt okay. Per follow up with technical support on (B)(6) 2024, the patient added that when he woke up the day after the seizure. He noticed that the receiver was beeping and saw a signal loss error message on the device. He cannot remember the exact error display but recalls that it suggested "waiting up to 30 minutes". The patient speculated that the transmitter might need to be changed, which could explain the signal loss. Data was provided for investigation. The allegation was confirmed via data as a signal loss equal to or under one hour. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause seizure.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction. D2b procode - correction. H2 type of follow up - correction.

Event description:
Subsequent to the initial MDR, a correction is required.